Event description:
A customer reported that a cartridge leaked insulin. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer was able to change the cartridge and successfully resume insulin therapy.